Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e226 which indicates there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be specified the cause of the reported phenomenon. However based on the report of olympus korea and the former similar case, omsc presumed there was the possibility this phenomenon was attributed to the following causes; a) temporary electrical contact failure of the subject device. B) breakage of the image sensor of the subject device due to static electricity or overcurrent if additional information becomes available, this report will be supplemented.